Manufacturer narrative:
The guide wire was returned for investigation. Visual analysis revealed the spring tip coil and proximal solder bond to be damaged. The damage was consistent with a spinning driveshaft coming into contact with the spring tip. The distal spring tip solder bond and coil were intact and undamaged. The guide wire spring tip section was examined under scanning electron microscopy(sem) analysis. There was severe mechanical damage on the proximal solder bond and rotational marks were observed on the coils. There appeared to be multiple coil ends that had separated from the proximal solder bond or may have fractured. Although the distal solder appears to be intact, it could not be confirmed through analysis if any fragments of the coils had separated from the wire. The extent of mechanical damage to the solder was beyond the damage that is typically seen after a driveshaft is spun over the spring tip. At the conclusion of the analysis of the damaged spring tip, the root cause points to user error by spinning into the proximal solder bond and spring tip coils. It is hypothesized that the spinning driveshaft made contact with the guide wire spring tip and continued to spin or made contact multiple times until the spring coil became bunched up and tangled. The instructions for use (IFU) for the reported device state, "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
The reported viperwire guide wire was received for analysis for an unrelated event which involved damage to the device saline tubing. Upon analysis, the wire was found to be damaged and contain multiple coil ends which had separated from the proximal solder bond. It was reported to csi that the wire felt damaged during use and that no part of the wire remained in the patient post-procedure.